Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) undersensed the patient¿s ventricular arrhythmia resulting in lack of therapy delivery. The patient required resuscitation. The patient was hospitalized but is okay. The device sensitivity was reprogrammed and remains in service. A copy of the device¿s memory was preserved and analyzed; analysis confirmed no evidence of device malfunction. A copy of the post-implant x-ray and post-resuscitation x-ray confirm that the device and lead have moved from their original position. No intervention has been performed and the patient will be discharged from the hospital with a life vest. As of today the device system remains implanted.

Event description:
New information received indicates that due to patient condition they were not fitted with a holter monitor. Instead the device sensitivity was reprogrammed and the patient will be monitored.